Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears.